Event description:
The pt was implanted with an ipg and lead for scs in 2008. The pt was able to walk out of the hospital the very next day. Two days later, it was reported that the pt called the surgeon complaining of pain in the center of his back where the incision was. The next day, the surgeon notified the ans sales representative that the pt was now complaining of paralysis in his legs and the inability to urinate. A catscan was done and showed that the lead migrated anteriorly in the spinal canal and compressed the cord. The surgeon performed a laminectomy to remove the lead and decompress the cord.

Manufacturer narrative:
Additionally, device history record and sterilization record were reviewed. No anomalies were found. Lead was returned incomplete and could not be functionally tested. All records were reviewed and were found to meet specifications. Lead was returned incomplete and could not be functionally tested. Visual examination found some discoloration in the paddle but no other anomalies. Ans inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans inc defers to the pt's physician regarding medical history.